Manufacturer narrative:
Method - review of device history. The following other hip devices were also listed in this report: c-taper cocr head 28mm/0, cat# 6001-2800, lot# 88202704. Unk liner crossfire 28mm ID 10 degree, cat # unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the reported revision. An eval of the device cannot be performed as the device was not returned to the MFR. Device history review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, revision, 3 products listed above removed stryker poly ref (B)(4), lot 38268701 implanted. Smith and nephew 28 mm head and pressfit stem used.